Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer may have inadvertently cracked the pump touchscreen. Pump was no longer functional. Customer's blood glucose was 450 mg/dl and ketone level was 0.1 mmol/l. Customer reverted to using insulin pens for insulin therapy.